Event description:
It was reported that the patient developed an infection at the battery pocket site. The patient was prescribed antibiotics and currently seeing an infectious disease doctor.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.